Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/22/2015. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia procedure on unknown date and absorbable straps were used. Following the procedure, the patient experienced unexplained pain, despite having received an intraoperative block. The patient underwent a re-operation to place an additional block to address the pain. Additional information has been requested.